Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site indicated as of (B)(6) 2016, the patient received fentanyl (13500.0mcg/ml, 55 12.0mcg/day), clonidine (300.0mcg/ml, 122.49mcg/day), and prialt (4.8mcg/ml, 1.9598mcg/day).

Manufacturer narrative:
Pump analysis results revealed no anomaly.

Event description:
Information was received from a healthcare professional (hcp) via the (B)(6) clinical study regarding a patient who was receiving fentanyl, clonidine and prialt (unknown concentrations and doses) via an implantable pump. The indication for pump use was spinal pain. It was reported that pump erosion occurred. On (B)(6) 2016, the patient reported purulent drainage from the pump site. The patient came in for routine pump refill and informed the hcp that about two weeks previously, the left side of her incision started draining purulent drainage. Her husband, upon wiping the site stated that he removed a "string" from the draining site. At that time, the patient started taking the antibiotics that she had, but didn't call the hcp. She had a temperature of 100 degrees. An examination on (B)(6) 2016 confirmed purulent drainage from the pump site. Laboratory testing on (B)(6) 2016 revealed no organisms. Wound culture revealed few white blood cells (wbcs) and few epithelial cells. The patient continues to smoke a 1/2 pack per day (ppd). Clindamycin was started at 300 mg every 6 hours with referral to an infectious disease doctor and titration down was started as the pump was infusing fentanyl, clonidine and prialt. The event was related to the device or therapy and possibly related to the implant procedure. The entire system was explanted, but not replaced on (B)(6) 2016 and returned to the manufacturer. The event was resolved without sequelae on (B)(6) 2016. The event date is an approximate date. A supplemental report will be provided if additional information becomes available.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to pump pocket site erosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.